Event description:
It was reported that the patient had passed away. The report was done by the director of a diabetes care facility via email. The diabetes care facility received a phone call from the patient's caregiver reporting that a replacement sensor malfunctioned, and that it was "not reading the high blood glucose levels". The cause of death was not specified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information was provided on 07/07/2026. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. Additionally, signal loss was observed during data analysis due to transmitter and app were unable to restore the connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings.

Manufacturer narrative:
(B)(4). B2 date of death - additional. B3 date of event - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, a correction is required.